Manufacturer narrative:
The device was returned to zoll medical singapore; the customer's report was observed and the monitor board was replaced. The device was recertified and returned to the customer. The monitor board was returned to zoll medical united states; the customer's report was duplicated and attributed to a lifted pad on an integrated circuit and a faulty transient voltage diode on the monitor board. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.